Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unspecified procedure on an unknown date. During the procedure, the clip was observed to be defective and did not deploy as intended. No further information has been obtained despite good faith efforts. Additional information: it was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure on an unknown date. During the procedure, once the clip was closed to the tissue, the nurse was requested to open the clip. It was noted that one side of the clip was unable to grasp the tissue. Clip was closed and removed from scope. The procedure was completed with another resolution 360 clip. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: the exact event date was not reported. The event date of august 1, 2025, was chosen as best estimate based on the bsc aware date. Block h2: additional information: blocks b5 and h6 has been updated based on additional information received on october 9, 2025, stating that one side of the clip was unable to grasp the tissue. H6 has been updated to reflect issue of poor bite. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block b3: the exact event date was not reported. The event date of august 1, 2025, was chosen as best estimate based on the bsc aware date. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unspecified procedure on an unknown date. During the procedure, the clip was observed to be defective and did not deploy as intended. No further information has been obtained despite good faith efforts.